Manufacturer narrative:
Approximate age of device - 3 years and 5 months. Device analysis: the evaluation of the returned portion of the driveline for heartmate ii lvas, serial number vad-16035, confirmed external driveline (dl) wire damage that would have contributed to the reported event. Approximately 6¿ of the driveline was returned for evaluation under work order (B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the dl revealed a breach to the insulation of the red wire, approximately 2.5¿ from the metal connector. The red wire redundantly supports motor phase 3. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the pump stops and other associated alarms that were confirmed through the analysis of the submitted log files.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. It was reported that the patient¿s lvad¿s system producing multiple low flow and pump stoppages alarms. Technical services reviewed the submitted log file and confirmed pump stoppages. X-rays reviewed and observed an area of concern at the end of external bend relief. On (B)(6) 2018, manufacturer technical service performed a percutaneous lead (driveline) replacement. A phase interrupter tests was performed and no open wires were found. The patient was asymptomatic.